Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system would intermittently receive exams where some of the patient anatomy would be missing. It was noted that the site pushes exams to the navigation system directly from electronic picture archiving and communication systems (pacs) and from a scanner work station. Though, it could not be confirmed which unit the issue originated from. There was no patient present when this issue was identified. It was later reported that the issue had not recurred. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation was unable to determine the probably cause because the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.